Event description:
Reporter alleged the expiration date on the comfort curve test strips was a usable date of 11/30/07; however, the domestic manufacturer's inventory system indicated the strips were expired with a date of 11/30/04. The manufacturers batch records confirmed the test strip expiration date is 11/30/04. No actions were reported taken or treatment was received. A request was made for the return of the suspect device, and replacement product was sent.